Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including incoming testing, stress testing and full functional testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.